Event description:
It was reported that there was noise on the right ventricular (rv) lead. The noise was determined to be consistent with external electromagnetic interference (emi). No further action was undertaken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).